Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm Enterprise 2 (ENCR402312 / 10124204) was impeded in the proximal end of the associated 150cm x 5cm Prowler Select Plus microcatheter (606S255X / 31856059) and could not advance any further. The physician removed the stent and the microcatheter from the patient and replaced the microcatheter with another 150cm x 5cm Prowler Select Plus microcatheter (606S255X) to deliver the original stent. It was reported that the original stent was still impeded in the proximal end of the second microcatheter and could not be further advanced. The physician retracted only the stent and noted that the stent component was detached from the delivery wire after it was out of the Y-connector. The physician replaced the stent with another 4mm x 23mm Enterprise 2 (ENCR402312) to complete the procedure using the second microcatheter. The procedure was reportedly prolonged by about 10 minutes. There was no report of any negative patient impact.On 23-Jul-2026, additional information was received. The information confirmed that the procedure was a stent-assisted endovascular embolization targeting an aneurysm on the internal carotid artery. There was no issue such as resistance during the advancement of the stent through the microcatheter before it became impeded in the proximal end. Adequate continuous flush was maintained through the microcatheter. There was no damage noted on the stent / stent delivery system aside from the reported premature stent detachment. The information confirmed no negative patient impact, and the reported 10-minute procedure extension was not clinically significant.

Manufacturer narrative:
Manufacturer¿s Ref. No: PC-002218476.Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided.Section E.1: The Initial Reporter phone is not available / reported.Section H.3: The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed.Lake Region Medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10124204. The history record indicates this product was final inspection tested at Lake Region Medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Cerenovus, or its employees that the report constitutes an admission that the product, Cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Missing information from this report is identified as Blank; this information was not provided in the reported event or available at the time of report submission.The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.Additional information will be submitted within 30 days of receipt.